Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial right partial knee arthroplasty on an unknown date in 2003. It is unknown if the patient was implanted with zimmer biomet products. The patient then started to experience lower back pain on (B)(6) 2012. The patient started to experience right knee problems on (B)(6) 2014. On this date, the wear and tear and lower back pain were resolved.